Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath, there was resistance. The angio-seal device was then withdrawn and successfully removed. Another angio-seal device was then used to achieve hemostasis. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.